Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the event and treated with injection vancomycin (2 grams, frequency, duration and route not reported). At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with therapy was not reported. No additional information is available at this time.